Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. According to the report, while on a cruise ship, the patient ate a big dinner and was dosed unspecified insulin. An hour later, the cgm display device showed a high reading of 308 mg/dl. The patient did not report any symptoms and did not check a bg but dosed another 10 units of humalog. An unspecified time later, the patient started crashing and experienced dizziness and disorientation. She took juice and called the ship doctor. She was treated further with 2 doses of unspecified glucose and an unspecified time later; the bg was 55 mg/dl while the cgm reading was 300 mg/dl. When the bg rose greater than 80 mg/dl, the patient was evaluated for cerebral vascular accident (cva). There was no documentation of further medical intervention for hypoglycemia. At the time of the report, the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.